Event description:
A user facility reported that a dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed leaking out of the top of the dialyzer. The machine, a fresenius 2008t machine, did not alarm as the leak reported to be external. Blood leak test strips were not used. The dialyzer was cracked around the top. The patient¿s estimated blood loss (ebl) was approximately 3 ml. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction provided in a2.

Manufacturer narrative:
Plant investigation: a sample from the reported lot number was returned for evaluation. The dialyzer was subjected to a laboratory leak test, and a leak was detected from beneath the cavity identification end header cap at approximately 10.0psi. Upon removal of the header cap, the polyurethane (pu) cut surface was found to be damaged from approximately 30° and 160°, with the ports positioned at 0°. The damage appeared to be in the form of a scrap or gouge in the pu surface. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
A user facility reported that a dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed leaking out of the top of the dialyzer. The machine, a fresenius 2008t machine, did not alarm as the leak reported to be external. Blood leak test strips were not used. The dialyzer was cracked around the top. The patient¿s estimated blood loss (ebl) was approximately 3 ml. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed leaking out of the top of the dialyzer. The machine, a fresenius 2008t machine, did not alarm as the leak reported to be external. Blood leak test strips were not used. The dialyzer was cracked around the top. The patient¿s estimated blood loss (ebl) was approximately 3 ml. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.